Event description:
Customer's wife reported the advantage system gave a blood glucose result of 80 mg/dl at a time when he was symptomatic of hypoglycemia. Had lost consciousness. Ten mins later, wife gave the customer a glucose injection, called emt's. Emt meter result 10 mins later was 80 mg/dl. The customer was treated with IV, transported to hospital for further treatment. Strips not available for return, replacement system sent.